Manufacturer narrative:
The subject device (stent) was placed without a device issue; however, vasospasm was noted during stent placement and the patient had epistaxis. Requests for follow up information have been unanswered to date. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn. Because the device remains implanted, no evaluation will be performed.

Event description:
It was reported in 2007, a stenting procedure to treat intracranial atherosclerotic disease in the left vertebral artery under hde (humanitarian device exemption) designation. Pre-procedure stenosis was 100%. Predilation was performed twice with different balloon catheters, followed by implantation of the subject device (stent). "Residual stenosis post-stent placement was 0%. No complications listed during pre-dilation procedure, however, vasospasm was observed during stent placement." In 2006, the patient had epistaxis. This was cauterized two times in two visits to the emergency room. The patient complications "... Resolved without residual effects on the same day."